Event description:
The customers health care provider reported that the customer were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2022. Blood glucose level at the time of the incident was 600 mg/dl treated with intravenous insulin drip. Customer had symptom related to the event was vomiting. Customer did not test for ketones. Customer did not feel okay to troubleshoot for high blood glucose. Customers last blood glucose reading was 110 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.